Event description:
A customer reported their arm automated chest compression device's battery would not hold a charge and the unit would not power on when the battery was installed. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer only provided the battery serial number. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.